Manufacturer narrative:
Plant investigation: the complaint device was not available to be returned for manufacturer evaluation. However, five photos were provided for review. The first photo shows the dialyzer label from the reported lot number. There is blood in the dialyzer and outside of the fibers. The other four photos show the dialyzer from different angles with blood throughout the dialyzer and fibers. There were caps on the blood and dialysate ports. There was no visible damage noted on the dialyzer to establish what may have caused the leak. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The leak was confirmed based off the provided photos. However, the cause cannot be determined as the actual sample was not returned for evaluation. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
The sample is no longer expected to be returned for evaluation. However, multiple photos of the device were provided for review.

Manufacturer narrative:
Additional information: b5, d9, h3. The plant investigation is still in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The sample is no longer expected to be returned for evaluation. However, multiple photos of the device were provided for review.

Event description:
A user facility registered nurse (rn) reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional information was obtained through follow-up with the facility¿s clinical manager (cm). The cm stated the blood leak occurred at the initiation of treatment. The blood leak was reported to be internal, but it was not visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used, and it tested positive for the presence of blood. There was no damage or defect noted on the dialyzer. Fresenius bloodlines were also being used. After the leak occurred, the lines were clamped and the blood pump was stopped. The patient¿s blood was not returned; estimated blood loss (ebl) was 250 ml. The cm confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was confirmed to be available to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.